Event description:
It is reported that approximately 2 hours following a pfa atrial fibrillation (af) procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The procedure had been performed using a non-abbott pfa catheter (farapulse by boston scientific). Ice was used throughout the af ablation and no effusion was noted. Approximately two hours post-procedure, the patient experienced hypotension and reported chest pain. A transesophageal echocardiography was done which revealed a pericardial effusion. A pericardiocentesis was performed and 220ml of blood was drained. The physician believes the inquiry cs catheter perforated the heart at some point during the procedure. The patient is stable and recovering. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.